Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete initial reporter (tel #) (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed "high temperature". There was no patient harm reported.

Manufacturer narrative:
Additional information: postal code: (B)(6) a getinge field service engineer evaluated the unit and in order to fix the issue he replaced drive manifold valve(0104-00-0031).equipment in good repair. The equipment passed all factory-specified tests for performance and safety specifications. The equipment has been delivered to the customer and can be used clinically. The failure analysis and testing dept. Received parts for evaluation with a reported unit failure of system temperature high.the failure analysis and testing dept. Performed a visual inspection and found the part to be damaged .due to the damage of the drive assembly, the part cannot be investigated any further by the fat.the drive assembly was retained in the fat per procedure number (B)(6) rev.an. The non-conformances with the returned components were confirmed.